Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. No product was returned, and physical evaluation cannot be performed; therefore, no findings are available. Zest was unable to find evidence of a manufacturing issue per current records and believes that the components do not present any manufacturer errors. The issue is being tracked and trended with no further actions taken at this time.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Bost413, 3i t3 non-platform switched tapered implant 4 x 13mm/ lot number unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the abutment locator fractured inside of the implant at tooth location #6. The implant was not affected.